Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the essure coil is partially embedded in the ostium and the majority of the coil is in the endometrium') and device expulsion ('no coil is found within the right tube/ migration of essure device: right coil in the uterus') in a 38-year-old female patient who had essure (batch no. D19657,d23519, d19659) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included multigravida, parity 2 ((B)(6) 1996, (B)(6) 2000. Tab: 2001), chlamydial infection, small bowel obstruction, ovarian cyst, uti, syncope, bruising, stress urinary incontinence, pain and paratubal cyst. Concurrent conditions included dizzy, chills, bacterial vaginosis, irregular periods, abdominal pain, constipation, fatigue, right lower quadrant pain and adenomyosis. Concomitant products included norethisterone (mini-pill) from (B)(6) 2016 to (B)(6) 2019 for contraception as well as diclofenac (voltaren), ibuprofen since (B)(6) 2016, meloxicam and naproxen (motrin) from (B)(6) 2018 to (B)(6) 2018. In 2016, the patient experienced pelvic pain ("pelvic pain") and dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)"). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced depression ("depression"), anxiety ("mental anguish"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), migraine ("migraines/headaches") and headache ("migraines/headaches"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)"). On (B)(6) 2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 1 year 7 months after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), mood swings ("mood swings") and back pain ("back pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy,bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, device expulsion, menstrual disorder, weight increased, depression, anxiety, menorrhagia, mood swings, migraine and headache outcome was unknown, the pelvic pain, vaginal haemorrhage and back pain had resolved and the dysmenorrhoea and dyspareunia had not resolved. The reporter considered anxiety, back pain, depression, device expulsion, dysmenorrhoea, dyspareunia, embedded device, headache, menorrhagia, menstrual disorder, migraine, mood swings, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: received treatment for pain, abnormal bleeding, psych injury and deice perforation events. Concerning the injuries reported in this case, the following one were described in patients medical record confirming: menorrhagia, headaches, back pain concerning the injuries reported in this case, the following one was reported via medical records: embedded device. This lot d19857 is invalid. Lot number: d19657, manufacturing date: 2014-10-15, expiration date: 2017-10-28. Lot number: d23519, manufacturing date: 2014-10-27, expiration date: 2017-10-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome of events pelvic pain, vaginal hemorrhage and back pain were updated to recovered. Rcc was updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the essure coil is partially embedded in the ostium and the majority of the coil is in the endometrium') and device expulsion ('no coil is found within the right tube/ migration of essure device: right coil in the uterus') in a 38-year-old female patient who had essure (batch no. D23519(l),d19857,d19657(r)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included multigravida, parity 2 ((B)(6) 1996, (B)(6) 2000. Tab: 2001), chlamydial infection, small bowel obstruction, ovarian cyst, uti, syncope, bruising, stress urinary incontinence, pain and paratubal cyst. Concurrent conditions included dizzy, chills, bacterial vaginosis, irregular periods, abdominal pain, constipation, fatigue, right lower quadrant pain and adenomyosis. Concomitant products included norethisterone (mini-pill) from (B)(6) 2016 to (B)(6) 2019 for contraception as well as diclofenac (voltaren), ibuprofen since (B)(6) 2016, meloxicam and naproxen (motrin) from (B)(6) 2018 to (B)(6) 2018. In 2016, the patient experienced pelvic pain ("pelvic pain") and dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)"). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced depression ("depression"), anxiety ("mental anguish"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), migraine ("migraines/headaches") and headache ("migraines/headaches"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)"). On (B)(6) 2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 1 year 7 months after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), mood swings ("mood swings") and back pain ("back pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy,bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, device expulsion, menstrual disorder, weight increased, depression, anxiety, menorrhagia, vaginal haemorrhage, mood swings, migraine, headache and back pain outcome was unknown, the pelvic pain was resolving and the dysmenorrhoea and dyspareunia had not resolved. The reporter considered anxiety, back pain, depression, device expulsion, dysmenorrhoea, dyspareunia, embedded device, headache, menorrhagia, menstrual disorder, migraine, mood swings, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Concerning the injuries reported in this case, the following one were described in patients medical record confirming: menorrhagia, headaches, back pain concerning the injuries reported in this case, the following one was reported via medical records: embedded device. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet was received- lot number were added. Outcome of pelvic pain updated to recovering / resolving. Incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the essure coil is partially embedded in the ostium and the majority of the coil is in the endometrium') and device expulsion ('no coil is found within the right tube/ migration of essure device: right coil in the uterus') in a 38-year-old female patient who had essure (batch no: d19857invalid, d19657, d23519) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included multigravida, parity 2 (on (B)(6) 1996, on (B)(6) 2000. Tab: 2001), chlamydial infection, small bowel obstruction, ovarian cyst, uti, syncope, bruising, stress urinary incontinence, pain and paratubal cyst. Concurrent conditions included dizzy, chills, bacterial vaginosis, irregular periods, abdominal pain, constipation, fatigue, right lower quadrant pain and adenomyosis. Concomitant products included norethisterone (mini-pill) from on (B)(6) 2016 to on (B)(6) 2019 for contraception as well as diclofenac (voltaren), ibuprofen since on (B)(6) 2016, meloxicam and naproxen (motrin) from on (B)(6) 2018. In 2016, the patient experienced pelvic pain ("pelvic pain") and dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)"). On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced depression ("depression"), anxiety ("mental anguish"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), migraine ("migraines/headaches") and headache ("migraines/headaches"). On (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)"). On (B)(6) 2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 1 year 7 months after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), mood swings ("mood swings") and back pain ("back pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, device expulsion, menstrual disorder, weight increased, depression, anxiety, menorrhagia, vaginal haemorrhage, mood swings, migraine, headache and back pain outcome was unknown, the pelvic pain was resolving and the dysmenorrhoea and dyspareunia had not resolved. The reporter considered anxiety, back pain, depression, device expulsion, dysmenorrhoea, dyspareunia, embedded device, headache, menorrhagia, menstrual disorder, migraine, mood swings, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Concerning the injuries reported in this case, the following one were described in patients medical record confirming: menorrhagia, headaches, back pain concerning the injuries reported in this case, the following one was reported via medical records: embedded device. This lot: d19857 is invalid. Lot number: d19657, manufacturing date: 2014-10-15, expiration date: 2017-10-28. Lot number: d23519, manufacturing date: 2014-10-27, expiration date: 2017-10-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-feb-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the essure coil is partially embedded in the ostium and the majority of the coil is in the endometrium') and device expulsion ('no coil is found within the right tube/ migration of essure device: right coil in the uterus') in an adult female patient who had essure (batch no. D23519(l),d19857(r)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included multigravida, parity 2 ((B)(6) 1996, (B)(6) 2000. Tab: 2001), chlamydial infection, small bowel obstruction, ovarian cyst, uti, syncope, bruising, stress urinary incontinence, pain and paratubal cyst. Concurrent conditions included dizzy, chills, bacterial vaginosis, irregular periods, abdominal pain, constipation, fatigue, right lower quadrant pain and adenomyosis. Concomitant products included norethisterone (mini-pill) from (B)(6) 2016 to (B)(6) 2019 for contraception as well as diclofenac (voltaren), ibuprofen since (B)(6) 2016, meloxicam and naproxen (motrin) from (B)(6) 2018 to (B)(6) 2018. On (B)(6) 2016, the patient had essure inserted. In august 2016, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). In september 2016, the patient experienced pelvic pain ("pelvic pain"). In october 2016, the patient experienced dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)"), depression ("depression"), anxiety ("mental anguish"), mood swings ("mood swings"), migraine ("migraines/headaches"), headache ("migraines/headaches") and back pain ("back pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy,bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, device expulsion, pelvic pain, menstrual disorder, weight increased, depression, anxiety, menorrhagia, vaginal haemorrhage, mood swings, migraine, headache and back pain outcome was unknown and the dysmenorrhoea and dyspareunia had not resolved. The reporter considered anxiety, back pain, depression, device expulsion, dysmenorrhoea, dyspareunia, embedded device, headache, menorrhagia, menstrual disorder, migraine, mood swings, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Concerning the injuries reported in this case, the following one were described in patients medical record confirming: menorrhagia, headaches, back pain concerning the injuries reported in this case, the following one was reported via medical records: embedded device. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet was received. Outcome of the event "dysmenorrhea (cramping), dyspareunia (painful sexual intercourse)" was updated to not recovered / not resolved from unknown. Concomitant drug were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the essure coil is partially embedded in the ostium and the majority of the coil is in the endometrium') and device expulsion ('no coil is found within the right tube/ migration of essure device: right coil in the uterus') in an adult female patient who had essure (batch no. D23519(l),d19857(r)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included gravida ii, parity 2 ((B)(6) 1996, (B)(6) 2000. Tab: 2001), chlamydial infection, small bowel obstruction, ovarian cyst, uti, syncope, bruising, stress urinary incontinence, pain and paratubal cyst. Concurrent conditions included dizzy, chills, bacterial vaginosis, irregular periods, abdominal pain, constipation, fatigue, right lower quadrant pain and adenomyosis. Concomitant products included diclofenac (voltaren), ibuprofen since (B)(6) 2016, meloxicam and naproxen (motrin) from (B)(6) 2018 to (B)(6) 2018. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). In (B)(6) 2016, the patient experienced pelvic pain ("pelvic pain"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), dysmenorrhoea ("dysmenorrhea"), depression ("depression"), anxiety ("mental anguish"), mood swings ("mood swings"), migraine ("migraines/headaches"), headache ("migraines/headaches") and back pain ("back pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy,bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, device expulsion, pelvic pain, menstrual disorder, dysmenorrhoea, weight increased, depression, anxiety, menorrhagia, vaginal haemorrhage, dyspareunia, mood swings, migraine, headache and back pain outcome was unknown. The reporter considered anxiety, back pain, depression, device expulsion, dysmenorrhoea, dyspareunia, embedded device, headache, menorrhagia, menstrual disorder, migraine, mood swings, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Concerning the injuries reported in this case, the following one were described in patients medical record confirming: menorrhagia, headaches, back pain concerning the injuries reported in this case, the following one was reported via medical records: embedded device. Most recent follow-up information incorporated above includes: on 13-may-2019: pfs & mr received. Reporter's information was added. Patient's demographics were added. Lot number was added. Added event abnormal bleeding (vaginal, menorrhagia), dyspareunia, mood swings, migraines, headaches, migration of essure device: right coil in the uterus, pain, back pain, patient did not undergo essure confirmation test. Event extracted from mr: the essure coil is partially embedded in the ostium and the majority of the coil is in the endometrium. Medical history, concomitant condition, concomitant drug were added. Updated event onset date. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.